Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer treated with a bolus. The customer stated that she is on steroid and that can cause her to run high. The customer stated that when she changed her infusion set into her stomach, she does not feel anything. Today, the customer stated that it hurt during insertion and when insulin was being delivered. The customer was advised pain during insertion, set or insulin may cause irritation. The customer stated that she will change her set and call back.